Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set with no cap (loose in pouch) was received for evaluation in reference to leak. The set was functionally hand tightened with a (B)(4) lab titanium adaptor without difficulty. The set was then tested underwater at 8 psi with leak noted from hole/cut approximately 1 9/16' from sleeve in closed position. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed; however, the root cause could not be determined.

Event description:
A nurse contacted baxter (B)(4) regarding a leak from a transfer set. The silicone tubing was leaking during patient use. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.